Event description:
It was reported at implantation the patient had good coverage. One contact had high impedance, greater than 10,000 ohms intraoperative and postoperative. The manufacturer's representative was able to program the device around the electrode and coverage was reported as good.

Manufacturer narrative:
Product ID 3998, lot# lb1771, product type lead; product ID 3998, lot# v000263, product type: lead; product ID 3708360, serial# (B)(4), product type: extension; product ID 3708360, serial# (B)(4), product type: extension; product ID 3487a-56, lot# j0225325v, product type: lead; (B)(4).